Event description:
Information received from the field notes that the patient was in for a routine office check. Measurements were normal until the threshold test was terminated with the freeze softkey. The device then went to maximum rate annd stayed there. The device had to be programmed to vvi and then back to vvir in order for the rate to respond appropriately.

Manufacturer narrative:
It appears that the device will not be returned for evaluation. Co considers this report complete to the best of its knowledge.